Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. Glabelar necrosis assessed as serious, expected and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2013 from a physician and concerns (B)(6) female patient. The pt's medical history and concomitant medications were not reported. On (B)(6) 2013, the pt started treatment with restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) for an unk indication. Lot number: 12039. Exp date: 09/2015. On (B)(6) 2013, the pt's experienced a glabellar necrosis reaction. The outcome of the event was unk. The physician did not provide a causality assessment. (B)(4).